Manufacturer narrative:
Concomitant medical product: dtma1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.